Event description:
On (B)(4) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle 100 acetabular cup size 52 mm with a 36 mm metal insert and a s-rom femoral stem size 36 std neck +8 lateral, a s-rom ztt proximal sleeve, with a s-rom m metal on metal 36 mm +6 head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: bone on bone arthritis right hip.